Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope. Review of remote monitoring data did not reveal any abnormal rhythms or abnormal device measurements. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates suspected cause of syncope is that was a side effect of medication. This device remains in service. No additional adverse patient effects were reported.